Event description:
It was reported that during a lar procedure, the anvil came off into the pt's body. It was retrieved, but unk how. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.